Event description:
It was reported that the patient¿s system never worked since it was implanted. The hcp said that the leads were not placed correctly. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that the leads were removed in emergency surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 399945, lot # v011864, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Event description:
Follow up information received confirmed that, per communication with the physician, the patient is ¿always making things up¿ to the point where the implanting physician would not see them anymore. The patient was able to find a general surgeon to remove the implantable neurostimulator. In addition it was reported that the patient wanted to have the ins removed because it was not ¿covering all of her pain at 100%¿. It was also confirmed that the patient wanted the stimulation therapy to address pain that the device was not implanted to address. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that it was confirmed that the stimulator was removed on (B)(6) 2013. The device never worked properly, so the patient stopped charging it. The leads were never hooked up properly, which was why it never worked for her the right way. The patient¿s husband had asked the doctor to keep the device because they wanted to send it back to the manufacturer to make sure it was not ¿defected,¿ but they found out that the doctor never returned the device and threw it away.